Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited myopotential oversensing resulting in an inappropriate shock. The device was tested in clinic and noise was able to be reproduced via provocative maneuvers. An x-ray was performed to evaluate the system placement. The device was then reprogrammed from the secondary to the primary vector to mitigate further inappropriate therapy. The conditional shock was also reprogrammed from 200 beats per minute to 220. Additional information was received that the device delivered an inappropriate shock and subsequently hospitalized. The electrode was also noted not to be in the fascia as expected. This device remains in service, however system explant is being considered for a future date. No adverse patient effects were reported.